Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was evaluated by a technician and the customer's reportable malfunction was confirmed. The device was repaired on site. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received indicated the procedure was a diagnostic gastroscopy. Completed using the same set of equipment. No delay reported due to event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis x1 video system center had an image failure. The image resolution setting after repair was too high for the long cable connection. The issue was discovered during a procedure. There was no patient harm associated with the event.